Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the (B)(4). The info available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
Pt was inpatient at an outside hospital and was noted to have right sided hemiparesis and aphasia. The pt presented with a mrs of 4 (pre-admission mrs of 1). Prior to the use of the penumbra system, 10 mg of IV tpa were used. The study device was then used on the target vessel, the left m1. Twenty mg of ia tpa was given after penumbra as mechanical revascularization attempts were unsuccessful at the target vessel. A dissection occurred with mild severity, and was reported to have possible relationship to the study device and definite relationship to the angiographic procedure. The outcome was unresolved with remedial therapy, but it was not reported as a serious adverse event.